Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type catheter. (B)(4).

Event description:
It was reported the patient developed an infection. The patient was put on intravenous (IV) antibiotics for 6 weeks. The pump and catheter were explanted and will be replaced in the future. Patient status at time of this report was alive; no injury. The pump was delivering lioresal. It was further reported the patient experienced drainage. The primary location of the infection was the pocket. Perioperative antibiotics were administered. The patient was still undergoing IV treatment. Outcome was not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.